Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to meet spec in relation to the false upstream occlusion alarms experienced during functionality testing which were not reproduced. The upstream sensor was replaced and the device was calibrated to ensure proper detection.